Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited 3 episodes in which pacing was inhibited. The ventricular impedance and threshold are normal. Noise is present on the ventricular rate/sense channel, and was unable to recreated with isometrics and pocket manipulation. Deep breathing did not cause any oversensing. The patient is pacer dependant.